Manufacturer narrative:
S/w 2.9d. Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked case corner of belt clip rails, missing display window cover, fading serial number label, broken reservoir tube lip and cracked keypad overlay at select button.

Event description:
Customer's mother reported that the battery compartment had crack. Blood glucose level was unknown. The insulin pump will be returned for analysis.